Event description:
The customer reported via phone call that the insulin pump has an unresponsive keypad. The customer does not recall any significant event leading to the keypad issue. The blood glucose level at the time was 152 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened button dome switches. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.